Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured 35 mm and approx 40 mm proximal of weld site. The proximal section of j stiffener wire measures approx 47 mm and has migrated down lead body approx 43 mm proximal of weld site. Visual inspection under 30x magnification also indicates lead was snipped or cut approx 33.5 cm proximal of the anode band, with evidence of flared coil wire ends. It appears that the entire j stiffener wire was received with all recorded measurements add up to approx 87mm.

Event description:
Failure analysis is provided.